Manufacturer narrative:
On 24-apr-2020, mentor completed the investigation on the suspect medical device. The investigation was completed on a photo of the device. The physical device has not been returned to mentor. Device evaluation summary: according to the information provided, the patient developed pain in her left breast. Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed on the device. Implant was observed covered with scar tissue. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this 5976045 lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. If you need additional support to return the product, please contact our team using the information contained at the end of this letter. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Breast pain complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right breast prosthesis rupture, bilateral breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 475cc gel breast prostheses when the right breast prosthesis ruptured after implantation. The patient observed a change in the shape of her right breast. In addition, the patient developed pain in both of her breasts. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2019. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).